Event description:
It was reported that the pump was making a grinding noise and that the air bubble detector triggered. During physical inspection, it was found that there was a damaged downstream occlusion seal. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected and there was a damaged downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the air detector. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.